Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with heartmate 3 on (B)(6) 2022. Pump priming went as normal. The patient was connected and support was initiated at 3000 rpm, flows increased to 3-3.5 lpm, pulsatility index (pi) 22, power was a dash and then 2. Speed was increased but behaved abnormally. The pump was stopped, all equipment was changed including the power module, system monitor, and patient cable - the same behavior resumed with new equipment. As speed was increased pump parameters behaved normally. Waveforms were sent for analysis and was deemed as if no unusual events occurred. The patient was switched to a new controller. On (B)(6) 2022 it was reported that the patient was diagnosed with leukocytosis without clinical signs of infection. Infectious disease was consulted and doxycycline was recommended. Blood cultures were pending.

Event description:
All blood cultures were negative. On (B)(6) 2022 the patient completed their 7 day course of doxycycline.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported leukocytosis could not be conclusively determined through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 23feb2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.